Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer's blood glucose level. The customer reverted to a multiple daily injection (mdi) as backup therapy, while tandem technical support confirmed the shipping address and instructed the customer to put the pump into storage mode and return it using a pre-paid label within ten days.